Manufacturer narrative:
(B)(4).

Event description:
The pt developed an infection with symptoms of fever, increased white blood cell count, and the battery site was warm and boggy. There was also dehiscence of the incision on top of the scalp. The pt was admitted to the hospital on (B)(6) 2010, but it was noted that the pt had symptoms prior to the admission (exact date unk). The neurostimulator and extensions were removed, the rest of the system was left implanted. The pt was placed on IV antibiotics. The pt was later readmitted and was in the hospital for a probable scalp infection; the plans were not known at the time of the report. Additional info has been requested.